Event description:
In 2008, the pt's mother reported that the pt's infusion device displayed an e6 (mechanical) error one day prior. She stated that the pt was unable to clear the error. Her blood glucose elevated and registered "hi" on her blood glucose monitor. Her normal blood glucose range is 90-150 mg/dl. The pt bolused with an insulin pen but her blood glucose remained elevated. She was taken to the ER at the hospital where she was treated and released (type of treatment not provided). The ER physician stated that the piston rod of the infusion device was not working properly and instructed the pt to switch to injection therapy. To troubleshoot the pt's mother was instructed to perform a cartridge change and the e6 error cleared. During priming of the infusion set no insulin flowed through the infusion tubing and no error was generated. The infusion tubing was detached from the infusion device and the mother performed a prime. Insulin flowed from the insulin cartridge without error. The infusion device was replaced. Upon follow up the next day, the mother reported that the pt visited her primary physician and she was advised to switch to her backup infusion device. Her blood glucose measured 285 mg/dl at 3pm. Product was requested to be returned for evaluation.